Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient developed septic shock with multiorgan dysfunction related to patient condition and recent non-cardiac surgery, however, transesophageal echocardiogram (tee) showed mass on right ventricular (rv) lead and patient diagnosed with deep vein thrombosis secondary to their pacemaker system. Lead vegetation also noted. Patient treated with intravenous (IV) antibiotics and anticoagulant medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient became symptomatic when the implantable pulse generator (ipg) was programmed to surescan mode for a magnetic resonance imaging (MRI) exam. The patient felt the ipg shocking their heart. The ipg remains in use. No further patient complications have been reported as a result of this event. 2024-05-07, it was further reported by the patient that their implantable pulse generator (ipg) system was explanted due to infection.